Event description:
A pt hospitalized in the ccu became short of breath and required mechanical ventilatory support for treatment of pulmonary edema related to ischemic mitral regurgitation. At approx 0400 in sunday 2/13/94 the pt was taken to the cardiac catheterization laboratory and an intra-aortic balloon was placed via the femoral artery by a cardiology staff physician without difficulty. This balloon was connected to a balloon pump, and the system functioned well, with clinical improvement of the pt and with appropriate arterial waveforms which confirmed appropriate function. At approximately 14:50 on 2/13/94, about 10 hours after placement, the balloon was noted to have failed, with blood being seen in the gas line. The pt suffered cardiovascular collapse within a few minutes and was unable to be resuscitated. He was pronounced dead at approximately 15:35. Rptr believes that his death was precipitated by the balloon failure because of dependence of the pt's vital signs on proper function of the balloon. No recommendation to withdraw these balloons has been made by the cardiology service, since this is an isolated event at this point.